Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of occlusion and swelling are listed in the electronic prostyle instructions for use, as potential adverse events of use of the device. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Na.

Event description:
It was reported that on (B)(6) 2022 a venotomy closure of the right common femoral vein was done with two prostyle devices using the pre-close technique via a 14fr sheath hole prior to an ablation procedure. The sutures successfully achieved hemostasis after completion of the ablation procedure. However, on (B)(6) 2022, a lower extremity edema was noted. A blood test was done and ruled out deep vein thrombosis. Reportedly, vein stenosis possibly occurred. The patient will be monitored, but no treatment was planned. No additional information was provided.